Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the cadiere forceps instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. The instrument was last used on (B)(6) 2022 on system sk0832. The instrument had 17 uses remaining after last use. There was no image or procedure video provided for review. This complaint is being reported due to the following conclusion: it was reported that a cadiere forceps instrument broke during a procedure, and a fragment from the instrument fell inside the patient. The fragment was retrieved during the same procedure, and the procedure was completed by using a backup instrument.

Event description:
It was reported that during a da vinci-assisted radical cystectomy with neobladder surgical procedure, the cadiere forceps instrument's jaw broke in the patient. One of the jaws was difficult to find. Another instrument had to be used after the event. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on 06-may-2022 and obtained the following additional information: the instrument was inspected prior to use and there was no damage or anything out of the ordinary identified. The instrument was on its first use. The surgeon did not notice any issues with instrument functionality prior to the breakage. The surgeon was gripping tissue when the fragment fell. The surgeon does not know what caused the instrument to break. The instrument did not collide with any other instruments or hard material and the fragment did not fall during an instrument tip collision. The instrument was not removed prior to the breakage. The fragment was retrieved with a forceps. The instrument was visually inspected to confirm all fragments were retrieved. There was no additional surgical procedure required to remove the fragment and no post-operative tests performed to check for remaining fragments. The surgical staff did not feel any resistance upon removal of the instrument through the cannula. The issue caused a delay of less than 15 minutes and the total procedure duration was five hours. The patient has not returned to the hospital due to experiencing any post-surgical complications related to retaining a foreign object. There is no image or video available for isi review.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the cadiere forceps instrument involved with this complaint and completed the device evaluation. Failure analysis investigation replicated/confirmed the reported complaint. The instrument was found to have a broken grip at the grip base. A piece approximately 0.210 x 0.642¿ was found to be broken off the yaw pulley. The broken piece was returned. The root cause is typically attributed to mishandling, such as excess force applied to the instrument jaws.